Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front/bottom enclosures and the battery lock were damaged. The autopulse platform is a reusable device and was manufactured on 07/21/2008. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. The data archive could not be retrieved for review due to system error message. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon powering up, therefore confirming the reported complaint. In summary the customer's reported complaint was confirmed during functional testing and was attributed to a faulty processor board. The cause of the faulty processor board could not be determined.

Event description:
It was reported that during a shift check the autopulse platform (s/n:(B)(4)) displayed a system failure, start manual CPR message. There was no patient involvement reported. No other information was provided.